Event description:
Event one: when scrub tech advanced dilator in to sheath, she met resistance. Because of this, md wanted her to advance the transseptal needle through the dilator (which was in the sheath) outside the body to make sure that it went smoothly. After the needle was advanced through the dilator, the tip of the needle had shears of the dilator at the end. Event two: inserting brk-1 needle at back table, needle sheared off inner part of sheath. Sheath not used. Event three: putting brk-1 needle through sheath. It would not go all the way out of the sheath. Sheath removed from body and new sheath opened.